Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered an audible alert. A remote transmission was submitted by the patient which indicated an alert for long charge time, but the battery voltage was still above recommended replacement time (rrt) voltage. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device could provide a 35j charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. Battery analysis found that no internal battery shorting occurred. Full lithium (li)-severing and partial li-severing was observed, leading to reduced anode surface area. Review of the global complaint handling (gch) data showed excessive charge time events were logged before (elective replacement indicator) eri and subsequent explant. These excessive charge times resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.